Event description:
A us distributor reported that a patient's electrode belt e-belt connector was damaged.a us distributor returned a monitor and reported monitor was unable to complete baseline.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to baseline) was confirmed due to the monitor's belt receptacle having damaged pins due to the damaged guide pin. The root cause for the damaged receptacle pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (bent pins/damaged e-belt connector) was due to the trunk cable connector being damaged and unable to connect to a monitor. The electrode belt was unable to pass detect and treat testing. The root cause for the damaged connector was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.